Event description:
2001, pt underwent implantation of staar model cc-4204bf intraocular lens in right eye. According to the reporter at the facility, the pt's eye was too small and on insertion of the lens, the lens tore the capsule and the surgeon had to perform a vitrectomy. In speaking with dr., he stated that the pt had a small pupil. There was a small capsulorhexis, when he started to eject the lens into the eye, the leading edge of the haptic caught the front of the bag, instead of going into the bag the lens pushed against it and tore the zonules. The lens was removed. The surgeon was not aware of th is injury and thinking the bag was still intact, tried to implant an aq-2003v iol and realized the injury had occurred. He then performed a vitrectomy. There was no mention by the surgeon that the capsule bag had torn.